Event description:
It was reported that patient presented to the ER with inappropriate atp and hv therapy due to lead noise. Noise could not be reproduced in clinic. Diaphragmatic stimulation was noted upon pacing. The threshold test could not be obtained due to noise during the test. Hv therapy was disabled and the patient was transferred to his implanting physician. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.